Event description:
The customer stated that the display screen flashed off and on. No harm to pt. Factory service indicates that upon initial inspection, a lead fault is indicated for all lead and pad connections.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The complaint that the display would flash off then on could not be duplicated. When the device was received, a lead fault error was identified for all lead and pad connections. The investigation revealed that the failure was caused by cable pulling out of its associated connector causing an interruption in communication and loss of the ECG function. Factory service found that the disconnection was due to the card cage holding a circuit board was bent, causing one of the circuit boards to shift. When this shift occurred, the cable was pulled from its connector. The bending of the card cage is suspected as being caused by excessive physical shock to the device, although there is no evidence of damage on the exterior of the device. To resolve the issue, the card cage was replaced and the cable reinserted into its connector. Upon completion of the repair, the device performs to specifications.